Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the fluid warmer exhibited an over temp alarm. Troubleshooting was performed and the device continued to alarm. There was unknown patient involvement, no injury was reported.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. It was found that the probable root cause was due to the device being out of calibration. The device was recalibrated to correct the issue. It was additionally found that the power cord was damaged, and water tank is cracked.